Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "leak, the left side feels like it is getting smaller and is not as full, pain," and "it feels like the implant is touching an internal bruise". Patient additionally reported " high levels of inflammation, rash all over body - underneath the skin," and "non-blanching rash". Device remains implanted.